Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically capped during a procedure for normal battery depletion. It was reported that the root cause for the issue was elevated thresholds. The lead was taken out of service, and a new rv lead was placed. No adverse patient effects were reported.

Event description:
Subsequently, it was reported that the lead also displayed high pace impedance measurements. Fluoroscopy showed the lead to be fractured.